Event description:
Report received of failure of solution to flow through the set. The customer reported the set was in use with a pt and the medication would not flow through the tubing. There were reportedly no missed or delayed doses. The customer indicated this device is used only for continuous epidural medications. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.